Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 27 unopened racepacks and 4 opened. Analysis and results: there is one previous complaint of the same reference-batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Received 27 closed samples and 4 opened and unused samples. Measured the thread of the closed samples received and all of them the thread length is between 80-82 cm instead of 60 cm. This mistake took place during the manufacturing process, the thread was cut longer than indicated. Production and in-process control people involved have been informed about this incidence. A re-training on the procedure about the established cutting length is to be done in order to avoid this incidence in the future. Final conclusion: complaint justified: taking into account that the results of samples received do not fulfill the specifications. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: germany. Thread in the package is too long.